Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was out of shape; however, the repair was not completed because the account chose to buy a new device. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
A fault with the mesher has been reported by swan (scrub scout). She explained that when the skin is being rolled through the mesher, it is splitting the skin. The event occurred during surgery. The surgical time was affected by 1-15 min. An additional graft was needed from the patient. No additional adverse events have been reported as a result of this malfunction.